Event description:
Customer reported via phone, the up arrow button on the insulin pump had intermittent respond. Customer's blood glucose was 217 mg/dl. Customer stated the device was exposed to some physical drops may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No scrolling numbers noted. The insulin pump had an intermittent up arrow button due to moisture damage on keypad trace. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, scratched case and stained end cap sticker.